Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was passed out and woke up in the hospital. Customer stated that the that the insulin pump had motor error alarm. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. Customer stated that the accidentally over delivered insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). The information provided with initial report was incomplete. The complete information has been provided in this report.

Event description:
It was reported that the customer was able to rewind the insulin pump. The incident of the low blood glucose and passing out was couple of weeks before call about the motor error. They had a low blood glucose because they accidentally gave themselves too much insulin. 200mg/dl was the current blood glucose at the time of the call. There was no allegation of harm for the motor error at the time of the call.